Event description:
Approximately 6 weeks postop from an occipital cervical fusion for myelopathy and cord compression at the c1 level, the patient felt a pop in her neck and she had an increasing pain and an audible clicking sound in her neck. Radiograph studies including flexion views which reveal at least on one side, the weld between the polyaxial head and the plate is broken with a slight anterior sublux. The patient underwent revision of occiput - t1 instrumentation.